Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical information could be seen, and the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.